Event description:
It was reported that the adenoid tip broke off at the base. There was no impact to the pt.

Manufacturer narrative:
(B)(6) 2012: this MDR is being filed based on a retrospective review of complaints received by the manufacturer. Visual examination of the returned record (lhr) for this lot number found that the device met assembly and product specifications, no anomalies were found during manufacturing. The most probable root cause can be attributed to operational context during removal of the tip from the finger grip.